Event description:
It was reported that the customer insulin pump rewind by itself. The customer's blood glucose level was 61 mg/dl.the customer alarm history was check and their was no alarm on insulin pump. The customer does not use carelink due to security issue. The customer was advised that cot will be sent out. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.